Event description:
Additional information received on 6/1/2026 for report mw5188053 to update manufacturer.

Event description:
Tubing right by the pooling bag was completely severed and together by a very fine piece of plastic.